Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The product code of this device used in this situation is unknown; therefore, a us 510k number was not provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an unknown primary set that had simultaneous flow during an adminstration of an unknown solution for a patient. There was a sigma pump used with this set; however, he alleged the deficiency was against the set, possibly due to the solution bags being at the same height. There was no patient injury or medical intervention necessary. The samples have been discarded. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.